Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The customer contacted tech support who provided remote troubleshooting to confirm the problem. Tech support recommended changing the I-trigger t0 20 cmh20 and provided instructions. There was a relationship between the reported problem and the unit. The unit was not in clinical use at the time of the reported problem. No parts are returned for failure investigation. The root cause cannot be determined.

Event description:
The customer reported that the v200 failed the gas volume accuracy test. The unit was not in use at the time of malfunction, and no patient was involved.